Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported the customer receiving a motor error alarm and a motor position encoder error alert from the insulin pump. Daughter reported customer being able to complete the rewind sequence with the insulin pump. The customer was also reported having high blood glucose values recently, up to 369 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery and occlusion tests due to motor error alarm. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.